Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from vitros phyt slides on a vitros 350 chemistry system. The most likely assignable cause is instrument related, as the within run precision testing for phyt showed unacceptable precision performance prior to service actions and improved precision performance after service actions. These service actions include replacement of the evaporation caps, reset of the rotor, replacement of the missing wear pads and necessary post service adjustments. Although a transient phyt reagent issue cannot be completely ruled out as a contributing factor, two different assays were impacted indicating the issue is likely to be related to the instrument.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from vitros phyt reagent on a vitros 350 chemistry system. Biorad (B)(4) phyt result of 34.37 umol/l versus the baseline mean of 53.7 umol/l. Biorad (B)(4) phyt result of 37.19, 32.54, 50.45, 36.36, 54.25, 83.59 umol/l versus the baseline mean of 108 umol/l. Vitros tdm iii phyt result of 33.1, 49.4, 62.4, 66.4 umol/l versus the center of range of means of 105.35 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient results were affected or reported from the laboratory. However, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).